Event description:
The reporter stated the surgeon attempted to insert a silicone three piece lens but the haptic tore while the lens was advancing. There was no patient contact. The cartridge used has not been approved by the manufacturer for use with this model lens.